Event description:
It was reported that the customer had issues with the batteries lasting for three weeks on the insulin pump. Customer stated that when she puts in a new battery, it takes awhile for the pump to come back up. Customer stated that she would have a blank screen for up to 10 minutes. Customer was delivering a bolus during the call. Troubleshooting was not completed because customer could not disconnect. Customer stated that she noticed the battery started to lose its charge quicker about a year ago. Customer was explained that the average battery life is about a week. Customer was advised to monitor the pump and call back if issues recur. Customer will be sent a battery cap. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.